Manufacturer narrative:
Block b3 date: the event date was approximated based on the date the manufacturer became aware of the event. The exact event date is unknown, as the patient was unable to recall the onset of the issue when the device began presenting the problem.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure because the implantable pulse generator (ipg) was no longer able to maintain a charge. Electrocautery was utilized during the replacement procedure. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure because the implantable pulse generator (ipg) was no longer able to maintain a charge. Electrocautery was utilized during the replacement procedure. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: the event date was approximated based on the date the manufacturer became aware of the event. The exact event date is unknown, as the patient was unable to recall the onset of the issue when the device began presenting the problem.